Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with scratched case, missing reservoir tube o-ring, broken battery tube threads, broken reservoir tube lip, detached retainer, pillowing keypad overlay, and minor scratched lcd window. No crack on the reservoir tube or reservoir tube lip noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose. It was also reported that the top rim where the reservoir chamber on back of the insulin pump had crack and due to this reservoir was not able to lock in place. The customer¿s blood glucose level was 600 mg/dl and treated it manual injection. The insulin pump will be returned for analysis.